Manufacturer narrative:
Medwatch # mw5102832. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used during a procedure performed on (B)(6) 2021. During the procedure, it was noted that when pressure was inflated to the next size which was 18f, the balloon burst. Additionally, the patient was suctioned and was noted to be okay. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.